Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, a leak was observed originating from a crack in the deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was the observed from "intravenous pots" of a prismaflex m100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.